Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator. The display was powered up in service mode. The events error log was reviewed and multiple ¿xdcr (transducer) fault¿ errors were noted. Transducer calibrations were performed as described in the product service manual and the exhalation pressure transducer failed calibration. The reported issue of the transducer drifting out of range could not be duplicated because the unit ventilated as expected while in operation mode. The issue of the exhalation pressure transducer failing calibration will be internally investigated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Field service engineer (fse) report: (B)(6) 2015: ran performance check, the vent has transducer xdcr) fault occurred error. Mainboard has been ordered; (B)(6) 2015: replaced the mainboard. Performed all calibration and operator verification procedure (ovp).

Event description:
The customer reported the transducer drifted out of range during patient use. The vela ventilator was removed from service and a replacement ventilator was placed on the patient. The customer reported no allegation of patient/injury.